Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp).there was no damage to the catheter but there was blockage in the catheter. Intrathecal dye study was attempted. The cause of unable to aspirate was unknown. The catheter was replaced on (B)(6) 2023. The issue was resolved.

Manufacturer narrative:
Concomitant medical product: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2023 other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4) ubd: 06-dec-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, unknown morphine, and unknown baclofen (concentrations and doses unknown) via an implanted pump for spinal pain. The patient was wondering about recalls because they were reading something about clonidine and baclofen not being approved for the pump and that there was a recall on the 8637-20 and 8637-40 pumps, one specifically also talked about an issue with the catheters. Patient services reviewed general recall information and redirected to the healthcare provider (hcp). It was reported the patient believed they were experiencing what the catheter recall was describing. It was noted their catheter "was dissolving". It was reported at their last refill they could not get anything out/it would not aspirate. The patient also mentioned something about a seroma. The patient was supposed to have a surgery a week ago, but it was rescheduled because the doctor had an emergency come up. The event date was asked and unknown.